Manufacturer narrative:
(B)(4). The actual sample was received for evaluation. Initial evaluation confirmed the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
It was reported that a clearlink fenwal blood set had a leak. The facility reported that the leak occurred at the connection of the tubing and the drip chamber during priming. There was no patient involvement; therefore, there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. The sample was visually inspected and was re-primed. The reported condition was confirmed as a leak from a hole in the tubing located at the outlet port of the filter housing.